Event description:
It was reported that a home patient (hp) felt overfilled during fill one on a homechoice (hc) machine. The registered nurse (rn) stated that the last fill volume was 1800 ml and that night the initial drain volume was only 32 ml. The hc had filled the hp with 1737 ml in fill one. The technical service representative (tsr) had the hp sit up and perform a manual drain. The hp drained 3986 ml. This drain met criteria for increased intra-peritoneal volume (iipv). The tsr advised the rn to increase the initial drain alarm to 70% of the last fill volume and arranged to swap the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported issue was confirmed in the event history log of the device. The device passed electrical and functional testing. Internal and external inspections found no issues. A check of the pneumatic system found it to be working to specifications. Multiple short simulated therapies were performed successfully using the device. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. The device was determined to meet specifications. The cause of the issue was determined to be a false empty detect and use error with the initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.